Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to urodynamic stress incontinence. It was reported that following insertion the patient experienced pain, infection and urinary/bowel problems. It was reported that patient underwent interstim peripheral nerve stimulation, stage I, incision and implantation of tined quadripolar lead electrodes into foramen s3 w/floroscopic guidance for needle placement on (B)(6) 2010 due to refractory detrusor overactivity and urge incontinence. Patient underwent removal of tined lead for interstim device on (B)(6) 2010 due to long history of urinary frequency, urgency, urge incontinence, cystourethroscopy, intravesical injection of botulinum toxin a. On (B)(6) 2011 due to intractable detrusor overactivity. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced uti, urinary frequency, and overactive bladder.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.